Manufacturer narrative:
Insulin pump received with vertical/horizontal white lines, missing segments/partial display due to cracked lcd glass. Unable to perform any testing due to missing segments/partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing white screen and darker area at the bottom left corner on the screen. The customer¿s blood glucose level was unknown. Customer reported that insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.